Event description:
The device involved in this MDR report was implanted in 2006. One year later, it was explanted because failure to pace / sense and high lead impedances were observed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. See scanned pages.